Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope when the patient was driving. Upon device interrogation in clinic, possible far field r wave oversensing and inappropriate auto mode switch (ams) were noted. It was confirmed that the device malfunction did not cause syncope. Programming changes were made. The patient was stable.